Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reen2079 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the IV team stated the accucath needles don't seem as sharp and the catheter is buckling when trying to advance. The catheter was removed and access was found in another location, resulting in additional poke to patient. Placement info: attempted ultrasound guided peripheral placement in forearm.